Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Likely root causes could be old pinch tubes used on the system and foam or a bubble on either the sample or reagent surface.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa) on an e601 analyzer. The sample initially resulted as 100.0 ng/ml accompanied by a data flag. The sample was automatically repeated by the analyzer with a 1:50 dilution, resulting as 1.85 ng/ml. The 1.85 ng/ml result was reported outside of the laboratory to the physician, who believed the result to be false. The sample was repeated two days later with an automatic dilution, resulting as 116.300 ng/ml. The patient was not adversely affected. The tpsa reagent lot number and expiration date were asked for, but not provided.